Event description:
The customer reported via phone call that they had a reset alarm on the insulin pump. Customer stated they recently resumed insulin pump therapy. Customer stated their blood glucose was around 400 mg/dl. The customer reported a check settings alarm was present in the alarm history. It was also found the insulin pump passed a self-test during troubleshooting. The customer also mentioned a no delivery alarm, but declined to troubleshoot. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.